Event description:
It was reported a patient was injured during cut using a trial f1 oscillating saw for a sternotomy redo procedure. Patient required critical intervention that delayed the procedure up to 120 minutes. The user facility stated that the device did not cause or contribute to the patient injury. Additional information is being requested.

Event description:
It was reported a patient was injured during cut using a trial f1 oscillating saw for a sternotomy redo procedure. Patient required critical intervention that delayed the procedure up to 120 minutes. The user facility stated that the device did not cause or contribute to the patient injury. No further information was available.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.